Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported during the initial procedure the trunk-ipsilateral leg and contralateral leg components were implanted with no issue. Intra-operative angiography showed a proximal type I endoleak on the trunk-ipsilateral leg. It was reported the physician stated the proximal type I endoleak was possibly due to excessive calcification and a highly angulated aortic neck (within IFU). Reportedly, the trunk-ipsilateral leg component was ballooned with a coda balloon to treat the proximal type I endoleak. During ballooning of the truck, the aorta proximal to the truck ruptured. The physician reportedly stated the cause of the rupture is unknown. The imaging evaluation performed by gore confirmed the reported rupture stating there appears to be contrast outside the proximal end of the device on the post-deployment angiogram. An aortic extender component was implanted proximally to address the rupture and endoleak. Final angiography showed exclusion of the rupture and the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.